Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported a thin vertical line on the aviva combo meter display. No adverse event reported. A request was made for the return of the meter, replacement sent.